Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 27 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly except for the time and date. It was stated that the customer wore the insulin pump during an xray. The insulin pump passed the displacement test. Advised the nurse that having the wrong time programmed on the insulin pump would affect the basal rate delivery. The customer had four different basal rates programmed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.